Event description:
It was reported that "it was unable to deflate the balloon before use. It is unknown if the inflation syringe was removed from the gate valve or not." No patient injury was reported.

Manufacturer narrative:
One catheter with monoject 1.5 cc limited volume syringe attached at gate valve was returned for evaluation. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. No resistance was felt during injecting air. No visible damage or deterioration to the balloon latex and balloon bonding sites was found. The balloon deflated within specification at 1 second without the syringe attached and within 2.5 seconds with the syringe attached. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. The complaint of deflation difficulty could not be confirmed during the analysis, as the device responded appropriately during functional testing there was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.